Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings and that the insulin pump was beeping. The customer's blood glucose level ranged from 395 to 472 mg/dl; treated with the insulin pump and manual injections. The customer performed troubleshooting and no problems were found. The insulin pump was not replaced or returned.